Event description:
It was reported that the patient underwent an initial elbow arthroplasty approximately four (4) years ago. Subsequently, the patient the patient underwent a revision surgery on an unknown date due to soft tissue metallosis and destruction of the capitulum humeri surface.

Manufacturer narrative:
(B)(4). D10: medical products: item#: 11-210041, explor 10x24 mm implant head; lot#: 382560. G2: foreign: poland. H3: customer has indicated that the product will not be returned to zimmer biomet for investigation, as the product location is unknown. The investigation is in process. H6: components: mechanical (g04) - stem. Once the investigation has been completed, a follow-up MDR will be submitted.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The following sections were updated: b4; b5; d2; g2; g3; g6; h1; h2; h3; h6. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Review of the device history record(s) identified no deviations or anomalies during manufacturing. Medical records were not provided. Soft tissue metallosis: a definitive root cause cannot be determined. Capitulum humeri surface destruction: a definitive root cause cannot be determined as it is unknown how the capitulum humeri surface was damaged. It could have been due to bone loss, secondary to metallosis, or caused by another unreported issue. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.